Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre-decontamination visual inspection of the device confirmed that the distal right ventricular (rv) setscrew was stuck in the down position. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 25 inch ounces, the setscrew was then able to be loosened. All other setscrews were able to be loosened and were operating normally. Microscopic analysis found that the seal plugs from the proximal rv and proximal right atrial (ra) were missing and the retainer rings were bent, indicative of excessive force being applied while retracting the setscrews. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the setscrew became stuck during the explantation procedure.

Manufacturer narrative:
The crt-d was replaced and will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the normal replacement of this cardiac resynchronization therapy defibrillator (crt-d), the setscrew for the right ventricular lead became was not able to be loosened. The lead was cut and successfully replaced with a competitor's product. No adverse patient effects were reported.